Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the external and internal valves torn on the inner faces by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that the sheath was leaking from the valve. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. After the farawave catheter was removed and an orion mapping catheter was inserted into the sheath leaking occurred from the valve in a slow drip. The sheath was replaced and the procedure was completed. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that the sheath was leaking from the valve. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. After the farawave catheter was removed and an orion mapping catheter was inserted into the sheath leaking occurred from the valve in a slow drip. The sheath was replaced and the procedure was completed. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.